Event description:
It was reported that the device stopped ventilation during use without an alarm. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was tested by dräger service and the logbook was available for analysis. No malfunctions or abnormalities were found in a complete functional check. As part of the communication, august 26, 2024 was identified as the day of the event. On that day, a device test was successfully carried out at 6:09 a.m. At 11:38 a.m. And 11:41 a.m., the technical error message "sensor: s4_s5 divergence" was entered in the log during ventilation, which means that the measured values of sensors s4 and s5 deviate too much. This is an error that indicates that a blockage has occurred between the device and the patient-side flow sensor; for example, due to a kinked flow measurement. If the device cannot measure patient-side airway pressure due to the kinked measuring tube, inspiration is stopped. The device then issues the alarm message "flow measurement faulty" or "pressure measurement faulty" visually and acoustically. Based on the information available, there is no indication of a technical device malfunction. The exact cause of the error message cannot be determined, but it is highly likely that the cause was a disruption to the pressure and/or flow measurement near the patient due to a kinked measuring tube. The device alarmed the situation as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilation during use without an alarm. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.